Manufacturer narrative:
No medical records or no medical images have been made available to the manufacturer. However, five photo images were provided and a photo review will be performed. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation to date. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during a stent deployment procedure in the axillary artery, the shaft of the vascular stent system allegedly fractured. Reportedly, the stent graft was removed from the patient successfully with no complications. Another device was placed over the lesion and deployed successfully. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: the lot records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. The review shows that no remarkable incidents occurred during the manufacturing process. No relevant manufacturing process changes were implemented, that could have led to the event reported. No additional complaint has been reported for this lot number previously. Investigation summary: on the basis of the returned stent graft delivery system and the provided images, the alleged failure could be confirmed. The outer sheath was found to be elongated which indicated that high deployment force was present during the attempt to deploy the stent graft. Subsequently, this resulted in a fracture of the outer sheath. The stent graft was not returned so that the disposition and the deployment method of the stent graft were unknown. No indication for a manufacturing related cause could be found. Potential factors which may have caused or contributed to the reported issue have been considered. As a result of the investigation performed the complaint is confirmed. A definite root cause for the reported event could not be determined. The reported event represents an off label use of the device. Labeling review: in reviewing the labeling supplied with this product it was found that the instructions for use (IFU) sufficiently address the potential risks. Regarding preparation of the device the IFU states that "prior to loading the vascular system over a guide wire, both ports must be flushed with sterile saline (...). Flushing these lumens will also facilitate stent graft deployment." And "the sterile packaging and devices should be inspected prior to use. Verify that the packaging and the device are undamaged and that the sterile barrier is intact. If damaged, do not use." Regarding the anatomy of the placement site the IFU states: "prior to stent graft deployment (...), ensure that the proximal stent graft end is positioned in a straight section of the lumen to reduce the risk of increased deployment forces and possible failure to deploy."

Event description:
It was reported that during a stent graft deployment procedure in the axillary artery, the shaft of the vascular stent system allegedly fractured. Reportedly, the stent graft was removed from the patient successfully with no complications. Another device was placed over the lesion and deployed successfully. There was no reported patient injury.